Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, when the balloon was inflated, the shape of the balloon was uneven. The balloon was not inflated prior to inserting it into the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no issue with the balloon potion of the device. The catheter was examined and was found to have no issues. The balloon was inflated using the syringe enclosed and no defects were noted, the balloon inflated evenly and it was found to be concentric. The reported defect was not confirmed. However, there may have been some inflation difficulties during the procedure due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which indicate that the balloon shape was uniform, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6), 2012. According to the complaint, during the procedure, when the balloon was inflated, the shape of the balloon was uneven. The balloon was not inflated prior to inserting it into the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.